Event description:
It was reported that there was a coupling problem. The caller stated that they used the belt and recharged over clothing. It was noted that no error message had been observed. The caller stated that the patient just sat and read a book for ¿about an hour or so.¿ it was noted that when the caller turned the antenna so that ¿m¿ was in the 12 o¿clock position and pressed the green button all eight boxes were shaded. Later in the conversation the caller stated that the boxes dropped down to six. The caller stated that the patient typically recharged once a week on sunday and usually the implantable neurostimulator (ins) was at least ½ full. It was reviewed to palpate the ins pocket to assess depth and position of ins. The caller stated that it seemed flush and there was ¿some movement.¿ the caller stated that the patient last had the device checked about two months post implant. The caller was redirected to the patient¿s healthcare professional (hcp). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).